Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve a bav was performed. The wire and delivery catheter system (dcs) crossed the native valve. At 80% deployment, the valve was functioning well but fluoroscopy showed a root rupture and cardiac tamponade. Subsequently, the patient expired. No autopsy was performed. The physician reported that the cause of death was left ventricle rupture, intra-heme pericardium and subsequent cardiac arrest due to the amplatz stiff guidewire and does not attribute the patient death to the valve or dcs. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).